Event description:
During a cryoablation procedure, the physician had successfully abated the lspv two times and the lipv one time when he noticed a drop in the patient's blood pressure to 60/40s following the thaw cycle of the balloon. The physician moved the intracardiac ultrasound catheter and determined there was an effusion. A pericardiocentesis was performed and the patient was stable. The patient was discharged the following day in stable condition. Device 1 of 3, reference MFR reports: 3002648230-2013-00031 and 3007798852-2013-00002.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The visual inspection of the returned catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 5 injections. Catheter failed the performance test due to system notice message #(B)(4) "the balloon is deflated"; the inflation was not sustaining 2 minutes. Pressure test and dissection revealed a leak through the vacuum line at the proximal end attachment with the push button. An internal CAPA has been initiated to investigate the condition found. This product problem is not believed to have caused or contributed to the adverse event experienced by the patient. Pericardial effusion is a potential adverse event associated with cardiac catheter procedures.